Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, customer was unable to unlock the touchscreen. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was 215 mg/dl. Customer delivered a manual injection and stated they will continue to use manual injections for insulin therapy.